Manufacturer narrative:
The product analysis indicates that the reported issue was confirmed. The cable was replaced due to a broken wire inside patient interface box and a worn wave washer was replaced. The device was tested and passed to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the nim patient interface was not working and there was a place on the cable that was worn. There was no patient injury.